Event description:
It was reported that pump displayed malfunction alarm code 0 with a specific fault ID, and customer stated that prior technical support had said pump would be replaced if malfunction happened again, although no record of that conversation was found. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if any malfunction code recurred, and customer acknowledged these instructions.